Event description:
Oxygen concentrator (belluscura, x-plor) does not provide adequate oxygen saturation, concentrator was purchased new in march of 2024. Since day one I keep getting error messages noting that the sieve beds need to be replaced and that oxygen level are dangerously low less than 80% resulting in my oxygen levels to drop. After calling belluscura customer service ((B)(4)) and the weeks after I received it and the following weeks I kept getting the same results that I needed to remove the sieve bed cartridge and reinstall to reset the concentrator, this work for a few days and the. The error message would reappear now 4 months later I now am getting the error messages every time I use the machine making it useless and it won't reset. I called belluscura (B)(6) 2024 talked to (B)(4) and another customer service rep and they said to remove sieve bed and reinstall I explained this doesn't work so they said they would send out a new sieve bed cartridge and it should fix the problem. Still waiting four days later and they have yet to send a new sieve bed. I have had to rely on an old discontinued concentrator that I have to get to doctor appointments as I am required to have supplemental oxygen 24/7 as a patient. Belluscura's equipment design seems to be faulty as there are other patients that have also reported problems with the sieve bed cartridges going bad.